Event description:
On an unreported date, a "cat bit through the line" of a patient, which caused peritonitis. The patient was not hospitalized for the peritonitis and the treatment was not reported. On an unknown date, the patient experienced heavy bleeding (no further details provided). The patient was hospitalized for the heavy bleeding. On an unknown date, the patient received a blood transfusion as a treatment for the heavy bleeding. Five days later the patient was discharged from the hospital. The patient was reported to be recovered from the peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described the cat bit the cassette line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. Users are instructed to follow aseptic technique when handling lines and solution bags to reduce the possibility of infection. Users are warned that using damaged sets can result in contamination of the fluid pathways. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.